Event description:
The customer reported an uncontained leak of approximately 25ml of red tinged underneath the lh780 analytical station. The instrument did not generate any flags or error messages as a result of this event. The fluid associated with this event: blood, diluent, and clenz. The customer wore personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident and cleaned the leak. The leak did not affect patient samples or results. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. A field service engineer (fse) was on site and observed the source of the leak was a cut tubing at pinch valve (vl) 9. Vl9 is the manual probe aspirate. The fse replaced the affected tubing. No further evidence of leaking was observed. The failure mode of the leak was a cut tubing at vl9.

Manufacturer narrative:
(B)(4).